Event description:
During a left lower extremity angiography with runoff procedure, the introducer wire of the catheter got stuck in calcium buildup of the anterior tibial artery and broke, leaving approximately 12 cm of catheter inside the leg. The wire could not be retrieved during the procedure. Xrays noted approximately 12.4 cm coiled wire over one of the lle arteries between the tibia and fibula. Vascular surgeon noted the wire 'seems to be caught up in the calcium in the intima wall. Decision was made not to attempt removal, as risks outweighed benefits, and patient had a strong dorsalis pedis pulse in the left leg. FDA safety report ID # (B)(4).